Manufacturer narrative:
Na

Event description:
The customer originally reported the ventilator had sram errors at start-up. In service, when the ventilator was turned off, the ventilator had no audible alarm.